Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the forceps were used during a laparoscopic cholecystectomy. During use, the device emitted smoke and sparks. The procedure was successfully completed using a backup device. No negative impact in state of health reported.